Event description:
It was reported via repair work order that the head end lift motor would not lower due to malfunction power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift motor would not lower due to malfunction power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-03965.